Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to filling a bd plastipak¿ 3ml syringe luer-lok¿, a "flaw" was discovered at the edge of the syringe's tip. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: one 3ml assembled syringe was received by bd (B)(4) from a reported batch #6307971 (p/n 309658). It was visually evaluated. The luer collar of the syringe appears to have minor damage not affecting function. The damage is on one side of its upper edge. DHR review for batch 6307971 (p/n 309658): manufacturing dates: 12/01/2016 to 12/02/2016. Batch quantity was 768,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6307971 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Based on the sample evaluation: ¿ confirmed: bd (B)(4) was able to confirm the customer's indicated failure. Investigation conclusion: root cause undetermined.